Event description:
Procedure: low anterior resection; double stapling. According to the reporter: after loading egia60amt on idrive and pressing the green button on intestinal tract, it stopped firing in the middle and could not fire completely. Opened the jaw to try again but confirmed it could not fire. Opened egiaushort to continue the operation with loading egia60amt with no problem. Later when the customer tested the concerning idrive with loading egia60axt prior to use on patient, confirmed it could fire with no problem. Then it was applied again for operation on another site on intestinal tract, with a new egia60act. Confirmed it could complete the case with no problem. It was not reported whether reinforcement material was used.

Manufacturer narrative:
(B)(4).